Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain, and edema.

Event description:
Patient reported left side edema, "severe pain", and seroma-late. Patient was treated with unknown antibiotics. Device remains implanted.

Event description:
The patient said that the swelling and intense pain started and went to the emergency room, after which had a consultation with the surgeon, who ordered an MRI scan and found a late seroma on the left side." Later, patient reported "redness", "inflammatory capsular process/capsular contracture can be initially considered", "high fever" and cyst- which is not device related and ¿enhancement of the fibrous capsule¿ and ¿capsular contracture baker grade unknown¿, and ¿change in shape¿ and edema.¿ "redness at the base of the breast" ¿small capsular effusion on the left¿. ¿biocell lining of the prosthesis (the recall was mentioned)¿.this is for the left side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.